Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a yellow wrench alarm on the mobile power unit (mpu), was confirmed as the customer submitted a photo of the mpu alarm. However, the event was not observed or duplicated when the returned mpu was evaluated by technical service. No operational issues were found when the unit was checked. The yellow wrench alarm on the mpu was not observed or duplicated. The unit was functionally tested and returned to the customer. Set up and use of the mpu with the heartmate 3 lvas system are documented in the heartmate 3 left ventricular assist system (lvas) patient handbook and the heartmate 3 instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 patient handbook ¿alarms and troubleshooting¿ and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". The mpu assembly was made in jan 2017. The unit was packaged and placed into stock on feb 4, 2017. The unit was sent to the customer on mar 11, 2017. The unit was last serviced on feb 13, 2019 (returned for service). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient informed the site about a defective device. The mpu displayed yellow wrench. It was reported that the patient was at home during the event, the patient called the site and a technician came out to exchange the mpu. The mpu was sent to the manufacturer. No additional information was provided.